Event description:
It was reported that patient had been lost to follow-up. The patient presented to the clinic and upon interrogation of the device, it was noted that a vibratory alert for increased pacing lead impedance had been delivered. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.